Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the instrument passed mechanical engagement when placed in the system in-house on multiple attempts. A review of log showed an error code 22020 ¿install fenestrated bipolar forceps failed to engage on arm1 (wrist pitch axis failed to engage).¿ additionally, the instrument was found to have multiple input disk broken. Input disk #5 was found completely detached from the housing and hairline cracks were found on input disk #6 & #7. Also, the instrument was found to have charring and localized melting on the bipolar yaw pulley and the thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy without signs of arcing on 3 of 3 attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a recognition failure. The instrument was tried several times by reattaching the drapes, but the issue was not resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.